Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer changed the carbohydrate (carb) ratio settings without recommendation from the healthcare provider. Due to having programmed an incorrect carb ratio, the customer delivered too much insulin causing blood glucose (bg) level to range from 46-52 (mg/dl). Glucose tablets were consumed to treat the low bg level. Recommendation was made to consult with hcp regarding diabetes management.